Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set leaked where the tubing apparatus fits into the bag. The patient was duct taping the connection to avoid leaking. There was no patient injury.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Twenty-two samples were received at the manufacturing site for evaluation. Visual and functional inspections were performed; the cross spike was detached from the line. The root cause and action plan will be documented through a formal corrective and preventative action. These actions will be designed to prevent the reoccurrence of the reported issue. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.